Event description:
It was reported that the device is still initializing and there are no diagnostics. It was noted that the implant detect has not completed since implant as there was a pinplug for the atrial lead. The device was manually programmed off for implant detect. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.